Event description:
The scope was intered into the esophagus and positioned opposite major duodenal papilla without difficulty. Common duct was easily cannulated thorugh previous papillotomy. The duct was swept with 15mm balloon. Fragments were removed through site. The papillotomy had stenosed so that the balloon could no longer be pulled through it. Because of apparent re-stenosis, it was decided to extend the papillotomy. A standard papillotomy was used to extend site. On last little bit of cutting there was brisk bleeding. Cauterization was tried to completely sever the vessel and allow bleeding to stop. But more cauterization caused worse bleeding. Pt became agitated and scope was removed. The pt was further sedated and the scope was reinserted and passed into the stomach with difficulty. Blood clots were present. Scope was passed into duodenum. Could see clot coming from bile duct. There was no blood that passed distally into duodenum. There was no further active bleeding. No further treatment necessary; scope removed. Pt was admitted to ICU for observation and was discharged on 10/23/96 in good condition.